Manufacturer narrative:
Repeated attempts for additional information to confirm product and complaint have been unsuccessful. Device not returned for evaluation. No device related conclusions can be made at this time. Device not returned to manufacturer.

Event description:
Allegedly patient had a non-union that involved a motoclip implant. Implant allegedly broke. No xrays provided to date. Specific implant information not provided. Reportedly, the clip was replaced with a plate.

Manufacturer narrative:
Repeated attempts for additional information to confirm product and complaint have been unsuccessful. Device not returned for evaluation. No device related conclusions can be made at this time. As of 10/21/2016, some additional information (e.g. Xrays) has been gathered. X-rays have been reviewed with other health professionals. Device not returned to manufacturer.

Event description:
Allegedly patient had a non-union that involved a motoclip implant. Implant allegedly broke. No xrays provided to date. Specific implant information not provided. Reportedly, the clip was replaced with a plate. Updated 10/21/2016 - x-rays provided. 18mm clip appears to have broken. Clip was used to span from the 2nd metatarsal to the first cuneiform. Post-operative care not known.